Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein an additional lead was implanted to address the issue.

Manufacturer narrative:
Correction e1- initial reporter.